Event description:
During a ptca / stenting treatment procedure, the liberte bare stent dislodged outside of the pt's body. The pt also experienced a vessel dissection. Apparently, the physician inflated the liberte bare mr delivery balloon, but could not see the stent. The artery was dissected and the physician noticed the dislodged stent on the sterile table where it fell off of the catheter.